Event description:
It was reported that the device was discovered fractured. No further information is available at this time.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h1, h2, h3, h10. H6- type of investigation - device not returned is n/a which was reported on initial report. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device shows signs of use and a chip can be seen on the impactor. Additional information does not affect the root cause. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h6, h10 reported event was unable to be confirmed due to limited information received from the customer. Visual evaluation of the provided device photograph shows some wear. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.